Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was predilated and the 2.5x38mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with another 2.5x38mm promus element stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The struts on the fifth row on the distal end of the stent were misaligned, and raised up. The stent was flattened along its length. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).